Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported the hst iii system (3.8mm) defective, which could not be triggered.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/19/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the aortic cutter and delivery device with the seal and tension spring assembly was returned for evaluation. There were no visual defects observed on the aortic cutter. The aortic cutter was observed to be in a deployed state, with no visual defects observed. The seal and tension spring assembly was observed in the delivery device. The seal was observed in a fully opened deployed state. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Meaurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.